Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device is currently in the evaluation process. Investigation is on-going; review of service history records has been requested. Age: (B)(6). Placeholder.

Event description:
It was reported that the battery reamer/drill trigger is broken and hanging out of the unit. The trigger cannot be put back into the unit and the trigger will not supply power. This is report 1 of 1 for complaint (B)(4).

Event description:
Additional new information provided on (B)(4) 2014 by receipt of completed questionnaire: facility reports event occurred during right knee arthroscopy for tricompartmental degenerative joint disease. It is further reported patient is home and in good condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates that the reporters complaint of broken trigger was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. Device is an instrument and is not implanted/explanted. Patient gender could not be verified. Placeholder.